Manufacturer narrative:
Calibration and qc were acceptable. One sample-related alarm was observed from the alarm trace data on (B)(6) 2024. The customer used 13mm sample tubes with no rack adapter and did not recentrifuge the sample before measuring. Product labeling states: "not using a 13 mm sample disk tube adapter (sdta) with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. Always use 13 mm sdtas with 13 mm tubes." The investigation determined the event was due to a pre-analytical sample handling issue.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient sample on a cobas e411 module. The initial result was 98.50 pg/ml. A new sample was taken 2 hours after the initial result and the result was 7 pg/ml. The initial sample was retested and the repeated results were 7.71 pg/ml, 7.49 pg/ml, and 7.66 pg/ml. The results were reported to the patient's doctor.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.